Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 4.00x20 mm stent delivery system (sds) was returned for analysis. The device was returned with the stent expanded, damaged and dislodged from the balloon. The balloon showed signs positive pressure had been applied. The balloon folds are partially open, and crimp markings are visible. . A visual and microscopic examination of the delivery systems bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis. Attempts were made to clarify with the customer when and how the stent dislodged from the delivery system however no answer was received.

Event description:
Reportable based on device analysis. It was reported that crossing difficulties were encountered. A 4.00x20mm promus element plus drug eluting stent was selected for use. However, the device was not able to cross the lesion. However, returned device analysis revealed stent the stent was dislodged from the delivery system and was damaged.